Event description:
It was reported that during a laparoscopic cholecystectomy, device defective. Clips did not load properly. This is all the information that was provided to the sales rep. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The el5ml was returned for analysis in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, it was noted that a clip was jammed inside the shaft; the clip was attempted to be removed but it could not be taken out from the shaft. This condition led to the clips to not fully advance into the jaws causing a pear shaped malformation. However, one clip was fed and formed as intended. No conclusion could be reached as what may have caused the jammed clip inside the shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.